Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled device check. Interrogation revealed high ventricular rate episodes caused by right ventricular lead noise. The noise could not be reproduced in clinic and the lead parameters were stable. Programming changes were made with no patient consequences.